Event description:
Patient was revised to address pain, elevated metal ion levels, and bone fracture of the trochanter. Clinical der was also received on (B)(6) 2014 stating revision due to osteolysis.

Manufacturer narrative:
Patient was revised to address pain, elevated metal ion levels, and bone fracture of the trochanter. Clinical der was also received on 7/25/2014 stating revision due to osteolysis. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 17, 2017: litigation received. Litigation alleges defective pinnacle hip had caused damage to patient's hip joint and body. Added complainant information. This complaint was updated on aug 7, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain, elevated metal ion levels, and bone fracture of the trochanter. Clinical der was also received on 7/25/2014 stating revision due to osteolysis. Update jul 17, 2017: litigation received. Litigation alleges defective pinnacle hip had caused damage to patient's hip joint and body. Added complainant information. This complaint was updated on aug 7, 2017.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges discomfort, limping, weakness, pseudotumor and metallosis. The stem was already added. Added lot numbers of the impacted products, patient harms, revision hospital, law firm, patient's and lawyer in the associated contact.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.